Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04472. 3006705815-2019-004471. It was reported the patient experienced heating during an MRI due to the lead migrating outside t7-t10 labeled as one of the conditions. Surgical intervention was taken wherein the system was explanted.